Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that since the implant the lead experienced increasing true bipolar threshold. The lead pacing impedance was also decreasing. It was questioned whether the issue related to connection or set screw issue. The lead remains in use. No patient complications have been reported as a result of this event.